Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the patient's blood glucose (bg) had been trending high over the past couple of weeks and for past couple of days was not responding to corrections with the pump. The patient's mother stated the patient's bg has elevated as high as 462 mg/dl with blood ketones of 0.1. The reporter stated that the patient had not complained of any signs/symptoms suggestive of hyperglycemia. The reporter stated when the patient's bg did not respond to corrections via pump, the patient was given a correction by syringe and her bg responded. On (B)(6) 2012, the patient contacted animas to report that the pump was powering off without warning. It is not known when the alleged power issue began, but the patient informed customer support that the last pump reboot had occurred that morning. The patient reported that her blood glucose (bg) had elevated into the high 300 mg/dl range as a result of not being aware that the pump powered off. With the high bg, the patient stated developing "mild nausea." The patient denied developing any other signs and/or symptoms. In response to the elevated bg, the patient claimed she took a correction bolus. At the time of troubleshooting, the patient denied any visible damage to the pump's battery compartment or battery cap. The patient also denied any evidence of moisture within the pump. The alleged issue remained unresolved at the time of the call. The patient's reported bg readings and symptom do not meet animas' criteria of a serious injury; however, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history indicated that power events had occurred. There was no damage found to the battery compartment; the battery cap was not returned with the pump for investigation. Corrosion was evident in the battery compartment and the battery compartment was found to be leaking. The pump was exercised for 24 hours without power issues. The pump was opened and no internal moisture damage was found.